Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse practitioner was experiencing issues getting her programming system to function. A company representative performed troubleshooting and isolated the issue to the serial cable. The representative found two faulty serial cables during the troubleshooting. The second cable was reported in mfg. Report # 1644487-2016-02176. The physician was provided a new serial cable. The faulty serial cable was received and underwent product analysis. During analysis the returned serial cable was connected to a known good wand and tablet. The pa lab attempted to interrogate a known good generator with the serial cable however an ¿unable to open port¿ message presented. The serial cable¿s db9 hood was opened it was observed that a wire was no longer soldered on the pcb. The wire was soldered back into place. The lab then successfully interrogated a generator using the serial cable.